Event description:
It was reported that an instrument broke intraoperatively. An x-ray taken several weeks post-op revealed that the broken piece reportedly remained inside of the operative site. A revision surgery was performed to removed the broken piece. No add'l patient complications were reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.